Manufacturer narrative:
Device code c62973 no longer applies, additional information clarified the information, code updated to c63242 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported the issue was identified during an airway obstruction tumor debulking. It was noted the generator and footswitch were still in use. The rep noted the wire had become detached. The rep stated the corecath was being clean by the tech using dry and damp guaze. The case was completed using another corecath. It was noted the information was confirmed from the physician/account.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator, corecath, and footswitch. It was reported that during a procedure the wire pulled out of the tip of the corecath after wiping eschar off a few times during the procedure. It was noted the patient did not experience any complication, there was no medical or surgical intervention needed to prevent a permanent impairment of a function. There event did not lead to or extend patient hospitalization. The patient was listed as having no injury.